Manufacturer narrative:
All buttons function properly, no unresponsive buttons noted and no moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. However, the insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were not responsive on the insulin pump. Customer stated they were unable to resolve the issue with a battery change. It was also found the insulin pump began to beep after receiving the blood glucose from meter. Customer's blood glucose was 174 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.